Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. The auto off alarm feature working properly. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 333 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.